Event description:
It was reported that patients ipg was unable to connect to the charger and was difficult to charge. Upon evaluation, it was noted that the ipg was lying perpendicular within the pocket. The patient underwent a pocket revision procedure and was doing well post-operatively.